Manufacturer narrative:
(B)(4) stent partially deployed. Investigation results: a wallflex biliary stent rmv system was returned for analysis. Visual examination of the returned device found that the stent was received partially deployed by 1mm. Visual and microscopic examination of the catheter, stent and reconstrainment bond/jacket bond profiles found no issues. It was noted that the inner shaft was kinked along its length. During the product analysis, the investigator was able to deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was received partially deployed. The damage identified during the product analysis is consistent with the application of excessive force being applied to the delivery system. However, it was possible to fully deploy the stent during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on (B)(6) 2015. According to the complainant, the stent was to be used to due malignant lesion in the ampulla. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the device handle could be moved back to the hub; however, the stent failed to be deployed. They used a 2.4mm-channel endoscope and it was in a torqued position during the attempted deployment. The procedure was completed with another wallflex biliary stent rmv. Attempts to obtain additional information regarding patient status after the procedure have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event. Notes: reporting was required because the device is only sold ous but is similar to the m0070540 that is sold in the us. This event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.